Event description:
During the distal clavicle resection, the surgeon using the serfas probe 90s max with no suction source hooked up to the probe while in use, the pinch clamp was not in the full closed position. The clamp being in the fully closed position prevents burns from the liquid back flow. The pt sustained a burn to this right shoulder. User error.